Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a migration of the floating mass transducer from the round window. Further the conductor link extruded. The explanted device has not been received for investigation yet.

Event description:
Information was received that the device had been explanted due to an extrusion of the conductor link and a migration of the floating mass transducer (fmt) from the round window. The user was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device had been explanted due to an extruson of the conductor link and a migration of the floating mass transducer (fmt) from the round window. The user was reimplanted with a new device.